Event description:
A user facility reported a saline bag back filled during a pt's treatment. The pt was connected to the machine with the saline bag refilled. The lines between the refilled saline bag and the pt were double clamped during treatment. The refilled bag was not identified 15 minutes before the end of treatment. The saline bag was swapped out with a new saline bag prior to the pt's line being flushed. There was no pt effect due to the malfunction. No medical intervention was required. The device was taken out of circulation. Valve 78 was replaced. The machine was put back into circulation

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred in an unknown stage of treatment. The user visually observed the saline bag refilling the dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.